Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the aux drawers 2.1 and 2.2 were not opening. A field service engineer reconnected all the connections and tested the drawer several times. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 and 2.2 failed to open and no selectable options was available on the screen. The user indicated that there was no option to perform a recovery, and the system displayed a maintenance required notification. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.